Event description:
The email from the physician informs there was smart flex stent shortening appreciably during deployment while deploying in up and over approach. It was a shorter stent (60 or 80 mm) and the shortening was around 1 cm. Additional details are not available.

Manufacturer narrative:
Please note that the event date is not known but the physician indicated it was a month prior. The catalog and the lot numbers of the device are also not available.this device is also not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email from the physician informs there was smart flex stent shortening appreciably during deployment while deploying in up and over approach. It was a shorter stent (60 or 80 mm) and the shortening was around 1 cm. Additional details are not available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. During placement, it is imperative that the treating physician holds the inner shaft in a fixed position during the entire deployment. If the inner shaft is moved forward or backward after the stent has achieved initial wall apposition, then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. However; there is not enough information to draw a definitive clinical conclusion between the device and the reported event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.